Manufacturer narrative:
(B)(4) combined report. This event was the result of a periprosthetic after the patient fell. There has not been a malfunction or deterioration in the effectiveness of a corin device. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Patient required the revision of a trifit ts stem due to a periprosthetic fracture following a fall.